Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen sometimes did not wake when prompted, consistent with a sleep/wake function not responding, and the user was advised to place the device on the charger to wake the screen. Symptoms included no physiological effects or adverse events. Outcomes included no impact on health, no alarms, and no need for medical care. Investigation included customer education and troubleshooting performed by support. Investigation of this case revealed that the device resumed normal function when connected to power, indicating a transient user interface wake behavior without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue and absence of clinical impact.